Event description:
The customer stated that the lancet dial jumped numbers causing it to pierce deeper than normal into their finger and finger nail. A request was made to the return of the suspect device and replacement product was sent.